Event description:
During intraocular lens (iol) implant surgery, a scratched iol was noted after inserting the iol into the eye. The incision was enlarged to facilitate removal and replacement of the iol. The patient's outcome was excellent.